Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issue. The device passed 186.1 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm volume test with no abnormalities. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator hesitated to deliver flow while connected to a patient. After a breath was delivered, the device hesitated again. The respiratory therapist removed the patient from the ventilator and placed the patient on a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.